Event description:
It was reported that the device was used during a colon resection. As the anvil was being connected, there was a "click" started to close down the anvil detached. They caught it in time to reattach, they could feel it pop off. After reattaching, the case was completed with the same device. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.